Event description:
Clinical study it was reported that 193 days after a coronary artery drug eluting stenting procedue the patient expired. The lesion being treated in the index procedure wa a 3.8mm, 70% stenosed portion of the mid right coronary artery (mid rca). The physician treated the lesion with direct stent placement of a taxus express2 8.8% 3.00x12mm drug eluting stent in the target lesion. The patient was discharged the next day on plavix and aspirin. There were no reported complications. 193 days later the patient expired. There was no autopsy. In the opinion of the physician the cause of death was metastatic brain and lung cancer and the target vessel was not involved.